Event description:
When md went to use the device, the green light was not on. The green light came on when first applied but when ready to use there was no green light. The battery was changed and still no green light. A new device was open and used.